Event description:
The customer reported via phone call that the insulin pump had condensation in the screen after the device had been exposed to pool water. The customer's blood glucose was 300 mg/dl. The customer stated that he had been bumped into a pool, put the insulin pump in rice for a few hours, but still observed fog within the display screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. During an outreach survey, the customer also reported having experienced low blood glucose. He noted that he did have glucose tablets to treat at the time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump was also received with moisture damage to the motor, battery tube, and vibrator assembly. The functional testing could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.